Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information are unknown: unique ID, expiration date, and manufacture date. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove an active and a capped right atrial (ra) and a right ventricular (rv) lead, due to non function and occlusion. Prior to the procedure, the patient's superior vena cava (svc) was noted to be occluded. Spectranetics lld ez lead locking devices (lld ezs) were inserted into the active ra and rv leads, and a cook medical bulldog lead extender was used on the capped ra lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the active ra lead, advancement was made most of the way down the vasculature, where progress stalled. Switching to the rv lead with the same glidelight, stalled progress occurred in the same area. Next, a spectranetics 16f glidelight laser sheath and spectranetics visisheath dilator sheath were used on the rv lead, with no advancement. Then, a spectranetics 13f tightrail rotating dilator sheath/tightrail outer sheath was used, alternating between the active ra and rv leads. However, the patient's blood pressure would drop, then recover due to occlusion and reduced blood flow in the vessels. As a result, a smaller device (11f tightrail/tightrail outer sheath) was used. Although the patient's blood pressure still dropped, when the 11f tightrail was drawn back almost to the access site, the blood pressure would recover (the blood pressure drop/recovery occurred approximately 30 times during the procedure). Upsizing again to the 13f tightrail on the rv lead, advancement was achieved through the area of stalled progression. Switching to the active ra lead with the same 13f tightrail, the lead was removed successfully. Moving to the capped ra lead with the same 13f tightrail, the lead was removed next without issues. Then, using the same 13f tightrail on the rv lead, the patient's blood pressure decreased again, so the device was downsized to the 11f tightrail. The 11f tightrail progressed to the mid-svc. The blood pressure dropped, so the 11f tightrail was drawn back almost to the access site, and the blood pressure recovered. However, the rv lead had slowly unraveled and stretched to the point that the lld ez was still within the rv lead, but was outside the patient's body. The rv lead was cut, and the lld ez was removed in its entirety. Then, a cook medical bulldog lead extender was applied to the rv lead remnant to provide traction. Using the 11f tightrail and traction on the rv lead remnant, the patient's blood pressure dropped and did not recover. A pericardial effusion was detected via transesophageal echocardiography (tee) and an rv perforation was suspected. Rescue efforts began, including a pericardial window and drain to treat the effusion. After the drain was placed, the patient stabilized. There was no evidence of continued bleeding, so the extraction resumed using the 11f tightrail. The rv lead remnant was extracted, and the patient survived the procedure. The physician believed the injury was traction related, likely occurring when the rv lead was unraveling/stretching. This report captures the lld ez providing traction to the rv lead when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b.): patient's gender unk. A4): patient's weight unk. D4): device lot number, expiration date, UDI unk. H3): the device was discarded, thus no device evaluation could be completed. H4): device manufacture date unk because lot number unk. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.